Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a replacement procedure, (date unknown). According to the complainant, post procedure on (B)(6), 2010, a patient with gastroparesis and muscular skeletal issues due to narcotic use went to the hospital because the button was clogged. The button was unclogged by a physician. The patient did not want the button replaced at this time because she was scheduled to have it replaced soon. The patient went home and experienced some irritation and vomiting. The patient received a new low profile button replacement g tube on (B)(6), 2010. According to the nurse, the physician indicated that the patient is using the button device for abdominal venting due to gastroparesis. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).